Event description:
Complaint received from attorney. Patient claims to suffer from permanent bodily injuries, experienced significant mental and physical pain and suffering, has required multiple surgeries.